Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection found particulate matter in the bag. The particulate is a piece of the membrane port tubing. The reported condition was verified. The cause of the condition could not be determined. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia container had particulate matter inside. The device was filled with an unspecified amount of nafcillin. The device was spiked with non-baxter tubing. Per the reporter, "the particulate appeared to be a piece of the plastic port". Prior to the product leaving the pharmacy, the particulate was noticed inside the solution. There was no patient involvement. No additional information is available.